Manufacturer narrative:
Internal reference: (B)(4). Visual and microscopic inspection were performed on the returned device. The core wire was extended past the pressure sensor housing and there was twisting of the wire at the fracture site location. The distal coil was broken, stretched, and was attached to the pressure sensor housing. A portion of the distal coil was observed to be tangled and broke into two pieces during the untangling process. The dome was not observed to be present. The core wire was observed to be extended past the pressure sensor housing. The probable cause of the observed damage was excessive mechanical strain during the procedure, as evidenced by the twisting of the core wire at the fracture site location. However, we were unable to conclusively determine through visual and microscopic inspection how the damage to the device occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This supplemental report (#1) is being submitted because the device was received and analyzed by the manufacturer.

Manufacturer narrative:
(B)(4). Requests for patient identifier were unsuccessful. Attempts were made via phone and email. All reasonably known patient information is included in this report. It was further reported, the manufacturer's wire was being used to diagnose three target lesions in the right coronary artery (rca), left anterior descending (lad) and lcx. Ifr/ffr was successfully measured in the rca and lad. The wire was inserted into the lcx and got stuck in the lesion. The physician used a snare to remove the wire. By report, approximately 3cm of the distal tip was separated and remained in the patient. The physician jailed the tip with two (2) stents, used an ivus catheter to confirm treatment and the procedure was aborted. The patient was hospitalized and released on (B)(6) 2018 in stable condition. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. As of this date the device has not been returned to the manufacturer for evaluation. Per the IFU: warnings: never advance, torque or retract a pressure guide wire which meets significant resistance. Precautions: do not use product that has been damaged in any way as this may result in vessel damage, inaccurate pressure measurements and/or poor torque response. The pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, during a procedure the tip of the manufacturer's wire separated and remained in the left circumflex artery (lcx). Other devices in use: snare: amplatz goose neck snare 4mm, en snare4-8mm, angiographic catheter; unite 5f, guide catheter: hyperion 7f jl4, guide wire: sion blue, route, rinato, rg3, extension wire, kusabi( catheter with the balloon trapping method), micro catheter: mogul, caravel, stent: ikazuchi 1.5x15, balloon catheter: nc kamui 4, ivus catheter: refinity. This event is being reported because of device separation, additional intervention and patient hospitalization.

Manufacturer narrative:
Internal reference: (B)(4). During an internal review on 20 july 2018 it was observed lot #, expiration date and UDI entry errors were made in the initial submission. This report corrects those errors. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This supplemental report (#2) is being submitted to correct entry errors in the lot #, expiration date and UDI.